Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.

Event description:
The customer stated the device had uncleared waves. The customer also stated that there was no pt impact.